Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 3500mcg/ml at 664mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The patient reported hearing their pump alarming yesterday, (B)(6) 2017. The motor stall occurred (B)(6) 2017 at 1354 with no other anomalies per the event logs. The healthcare provider stated that all emi was ruled out as the cause of the current motor stall. The healthcare provider stated that he ¿tried to restart the pump/program out of it¿. Per the healthcare provider later yesterday the patient¿s clonus became ¿a little worse¿. The healthcare provider stated that they suggested decreasing the dose. Additional information received on (B)(6) 2017 reported the motor stall never recovered and the pump was replaced on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the patient¿s medical history included multiple sclerosis. The medication being delivered via the pump was compounded baclofen. The patient¿s concomitant medication was copaxone (glatiramer acetate injection) 40 mg/ml injection of 1 ml 3x/week. Per the physician, the compounded baclofen did not cause the pump to stall as the pump had been in place and was functioning normally over the last 5 years. The patient¿s clonus improved with the pump replacement and the patient did not have any complications with the pump replacement. No further complications were reported/anticipated.